Manufacturer narrative:
The impella cp was returned by customer and an investigation of device is underway. A supplemental MDR will be filed with the results of the investigation upon completion.

Event description:
The complainant reported a (B)(6) white female presenting with acute myocardia infarction and cardiogenic shock for hemodynamic support. An impella cp device was inserted without any reported issues, however a hematoma formed and continued to swell throughout support. The device was explanted surgically, due to continued hematoma swelling and patient's high anticoagulation status. During removal, the vascular surgeon identified a dissection in the patient's artery as a result of steep angle insertion. As treatment, multiple units of blood products were delivered to treat blood loss from the hematoma and surgical repair of the vessel was performed.

Manufacturer narrative:
Since the initial report was filed, the investigation has completed. The returned pump was evaluated and the root cause of the vascular damage with subsequent access site hematoma was a high stick during access site preparation. There were no abnormalities observed with the returned device.